Event description:
It was reported that one time the patient was having trouble and her wire was broken. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3889-28, lot # v235409, implanted: (B)(6) 2009, explanted: (B)(6) 2011, product type lead; product ID 3037, serial # (B)(4), product type programmer. (B)(4).